Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that the pt presented to the hosp with presyncope. Intermittent loss of capture with no backup pulses was noted. The event was resolved by turning off the auto capture. The device and lead remain implanted.